Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Per the operative report, after the ring was implanted, transesopageal echocardiogram still revealed persistant regurgitation. Therefore, the ring was removed and replaced with a valve.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.